Manufacturer narrative:
Constant failed self test alarm alarm due to faulty board. Analysis was unable to verify motor error alarm or excessive no delivery alarm due to failed self test alarm. The motor was tested outside of the device and passed motor test. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The drive support disk was inspected and no anomaly was noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received no delivery alarm, motor error alarm and failed self test alarm. The customer's blood glucose was 130 mg/dl at the time of incident. The customer's mother stated that the no delivery alarm was recurring. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed self test and the insulin pump failed. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.